Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Lelocle, the manufacturing facility, stated at the time based on the fact that no discrepancies were noted for the products being accepted. Review of the as400 system show that 19 other devices from the reported lot have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Left polyax distal femoral plate broke between the hole used to attach percutaneous jig attachment hole and most distal 4.5mm locking shaft screw hole.